Event description:
It was reported that the physician was using the percutaneous thrombolytic device (ptd) in the operating room on a patient. While in use, the basket broke off and they had to surgically remove the fragments. It is unknown if there was a delay in treatment. There was no patient death and no patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.